Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID: 8709, serial/lot #: (B)(4), ubd: (B)(4) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 15mg/ml; 16mg/day in an implantable pump for non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. The patient was seen for a pump refill and the residual volume was greater than expected. The patient experienced increased pain and possible withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was attempted, but aspiration was not successful. The catheter was revised on (B)(6) 2018. The new pump segment was added across the abdomen and did not resolve the issue as no aspiration was possible. A spinal segment surgery was scheduled. The issue was considered ongoing. The patient status was indicated to be alive with no injury. No further information was provided.